Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed one winding former with three used needle suture pieces and five used needles outside the foil packet was received for analysis. The product code vcp751d refers to a multi-strand suture material. Each packet is designed to contain eight strands. During the visual inspection of the detached needles, the swage and attachment area were observed to be as expected, showing no irregularities. The barrel hole of the needles was examined under magnification, and no suture remnants were detected. Examination of the needle suture pieces revealed the presence of body fluids along the strands, and it was noted that the ends appeared to be cut, most likely with a surgical instrument. The remaining sutures were not returned for evaluation. Based on the current condition of the returned samples, it is not possible to determine the potential cause of the reported event. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this event contribute to any patient adverse event? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. After confirmation with the sales via phone on 4/mar/2026, quantity to be returned changed from 0 to 1. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an surgical repair of deviated nasal septum on (B)(6) 2026 a suture was used. During the operation, it was found that the suture interface was rough and easy to fall off when using suture to suture the wound. The doctor replaced the same batch of suture and found the same problem, so other suture was replaced.